Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the device manufacturer representative regarding a patient baclofen (2000 at 1280) via an implantable infusion pump. It was reported that during a pump replacement the catheter was unable to be aspirated. There were no environmental/external/patient factors that may have led or contributed to the issue. The catheter was trimmed and a positive drip was noted. The pump segment of the catheter was replaced and the dose was unchanged. The issue was reported to be resolved; the patient was alive with no injury. It was noted that the explanted portion of the catheter was discarded of. No further complications have been reported as a result of this event.